Manufacturer narrative:
According to the information retrieved from imedidata on december 28, 2021:-procedure type was updated to ¿breast augmentation primary¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent an unknown breast reconstruction surgery with mentor memoryshape, 680cc silicone breast implants which bilaterally migrated after implantation. As a result patient had them removed and replaced with other gel devices on (B)(6) 2019. This report is for the left side.